Event description:
A phone call was made to the customer in order to follow up on a previous call she had made to report high blood glucose levels. The customer stated that she was hospitalized due to high blood glucose levels and infections that were found after inserting two different infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.